Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon attempting to retrieve the stored electrograms, an error message was displayed. Device replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.